Event description:
It was reported that the device shut down during a case. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.